Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. It was reported under MFR # 2916596-2019-02278 that the patient had right heart failure since post lvad implantation. The patient had prolonged hospitalization, changes to medication and inotropes. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further related events have been reported at this time. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 3 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the subject contacted the vad coordinators to complain of increased edema and weight gain, and presented to the clinic on (B)(6) 2018 with severe dyspnea and increased weight gain. The patient was admitted to the hospital to undergo right heart catheterization, however patient's international normalized ratio (inr) was elevated so milrinone was empirically initiated. Right heart catheterization completed on (B)(6) 2018 and medications adjusted accordingly. Hemodynamics did not improve and extensive discussions were had with the patient and his family, it was felt that all options were exhausted and palliative care was consulted. Implantable cardioverter-defibrillator (ICD) was turned off and patient was discharged home with home health and hospice on (B)(6) 2018. No further information provided.